Event description:
Additional information received reported all symptoms have resolved and the patient is "perfect."

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Diffuse lamellar keratitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the left eye three days post lasik. Topical steroid dosage was increased and an oral steroid was prescribed. The patient stated the "left eye bugs." Additional information has been requested.